Event description:
The customer reported that the insulin pump had a battery alarm. The customer stated that her blood glucose was 22mg/dl in the morning, ate breakfast and her glucose level went up to 100mg/dl. The caller stated that he experienced low blood glucose for the past couple of weeks and the paramedics were called; they treated him with an insulin drip. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.